Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that eddy tip broke during use. No injury occurred. No broken part(s) remained in root canal.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Complaint will be reopened as soon as suspect product arrives. Customer care talked again to practice. Unit works fine now. No more problems. No product / eddy will be returned for investigation.